Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed device, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 500 mg/dl. Customer shad symptoms such as difficulty breathing and light headed. Customer was treated with insulin pen. Customer does not use the minimed 670g system. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check air bubble and leak. Customer did not allege insulin pump for under delivering. The insulin pump will be returned for analysis.